Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl and current blood glucose value: 160 mg/dl, also reported that the insulin pump was malfunctioned due to which customer got high blood glucose and hospitalized. Troubleshooting was performed and found that the customer was admitted in hospital due to high blood glucose. The customer reporting no symptoms related high blood glucose level. Its unknown whether the insulin pump was used within 48 hours and the auto mode feature was not active at the time of the event. Later customer reported that insulin pump was giving beeping sound. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08465 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 06/29/2023 to 09/22/2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Daily total of all insulin delivered = 44.025. Daily total of basal insulin delivered = 18.75. Daily total of bolus insulin delivered = 25.275. (B)(6) 2023 14:27:54.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4. Bolus amount delivered = 4. (B)(6) 2023 14:52:24.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.45. Bolus amount delivered = 2.45. .b)(6) 2023 15:10:56.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.175. Bolus amount delivered = 1.175. (B)(6) 2023 15:18:10.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.175. Bolus amount delivered = 0.175. (B)(6) 2023 17:38:44.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4. Bolus amount delivered = 4. (B)(6) 2023 19:16:48.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 3.975. Bolus amount delivered = 3.975. (B)(6) 2023 19:37:30.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 1.5. Bolus amount delivered = 1.5. (B)(6) 2023 21:32:26.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4. Bolus amount delivered = 4. (B)(6) 2023 23:02:56.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4. Bolus amount delivered = 4. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 22:11:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 07:42:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 13:46:41.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:13:00.000, (B)(6) 2023 08:23:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 16:06:39.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and power loss alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 06:33:48.000, (B)(6) 2023 04:28:45.000, (B)(6) 2023 09:08:00.000. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 03:15:39.000. Cannot find sensor signal 1 alert (790) was recorded and found in the formatted history file on: (B)(6) 2023 16:36:00.000, (B)(6) 2023 03:05:00.000. Cannot find sensor signal 2 alert (791) was recorded and found in the formatted history file on: (B)(6) 2023 16:39:00.000, (B)(6) 2023 03:14:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, sensor expired alert, cannot find sensor signal 1 alert or unexpected sensor errors or anomalies were noted during testing. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Pump/transmitter communication anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.